Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5148895.

Event description:
It was reported that the right ventricular lead exhibited out of range impedance. No intervention was performed. There were no patient consequences.